Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there is debris built up inside the collet. This condition could cause the device to not retain a pin.

Event description:
It was reported that the device would not retain a pin during routine testing in house. There was no pt involvement and no allegation of adverse consequences associated with this event.